Event description:
It was reported that the discharge button on the customer's internal paddles assembly for their device was not functioning. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the internal paddles assembly in question from the customer's device and verified the reported failure. It was observed that the operation of the discharge button was intermittent and movement of the cable near the handle also caused intermittent operation. The cause of the reported failure could not be conclusively determined. The customer received a replacement set of internal paddles assembly.

Manufacturer narrative:
(B)(4): model #: na / catalog #: vlp12 / serial #: ni.model #: 20 / catalog #: 3202488 / serial #: (B)(4).PMA / 510(k) #: k102972.(B)(4) should indicate PMA / 510(k) #: k063119.